Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during the checkout process, the unit adjustable pressure limiting valve was not holding pressure during manual ventilation. There was no report of patient involvement.